Manufacturer narrative:
(B)(4). Although requested, there is no information regarding the evaluation and repair of the unit.

Event description:
It was reported that during patient use, the ventilator compressor generated a burning smell. The patient was transferred to an alternate ventilator. There is no report of serious injury or death associated with this event.